Manufacturer narrative:
It was reported that patient was experiencing critical battery alarms. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The controller, (B)(4), in use during the event did not have the smr upgrade. The reported event was confirmed via review of the controller log files, which revealed 2 critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication errors between the controller and battery. The most likely root cause of the reported event can be attributed to a communication errors between the controller and battery. Heartware is investigating communication errors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the patient experienced a 'critical battery¿ alarm. The patient changed the battery, re-charged it, used it again and experienced another 'critical battery¿ alarm with the fully charged battery. Controller log files were sent which confirmed the alarm and battery's involvement. The battery was exchanged with no reported effect on the patient. No further information has been provided.